Event description:
It was reported that a merlin.net transmission showed a short duration mode switch episode in an asymptomatic patient, due to p-waves falling in the refractory period. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.